Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. The caller did not know which lot produced the leak. (B)(6).

Event description:
On (B)(6) 2013, it was reported that the patient stated her cannula was leaking after he noticed the self-adhesive of the infusion set was wet. She noticed a slight rise in her blood glucose level. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
Conclusion the complaint describing a leaky on the head set cannot be verified, the head set meets product specifications. Result the two returned unused head sets were visually inspected and tests for flow and tightness were performed. All test results were within specifications. The problem mentioned by the customer could not be reproduced.